Manufacturer narrative:
A review of the info available was performed by the post market surveillance department. A large intra-peritoneal drain occurred in drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
During review of the treatment data, an additional large drain event occurred on (B)(6) 2014. Treatment data provided below: drain 0: 1207ml; fill 1: 1502ml drain 1: 1716ml; fill 2: 1502ml drain 2: 1426ml; fill 3: 1502ml drain 3: 1556ml; fill 4: 1502 ml drain 4: 2762ml; fill 5: 1502ml. The reported drain volume of 2762ml was 184% over the expected drain volume which resulted in a reportable device malfunction. Upon follow up contact with the pt's peritoneal dialysis rn (pdrn), he confirmed that the pt did have a large drain volume. He added that there was no serious injury or need for medical intervention as a result of this event. The pt continues with the ccpd program.